Event description:
At the time of the surgery, (B)(6) 2021, the inspire sense lead was removed and replaced due to lack of efficacy of the therapy. During the removal procedure, the sensor lead was found to have separated from the lead body and to have migrated. The physician removed the sensor lead using CT imaging. The revision surgery addressed the risk and the issue is now resolved.